Manufacturer narrative:
The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, segmentation of the femur is unacceptable per quality segmentation standards. There was an anterior femur osteophyte as well as a distal femur osteophyte that was not included in the segmentation. This would have caused the femur block to not fit correctly. Alignment of the femur is acceptable per quality alignment standards and surgical preferences. As a result of the investigation, the primary root cause of the issue is human error due to segmentation.

Event description:
It was reported that the or staff had difficulties with the block fitting extending surgery time approximately 40 minutes.

Manufacturer narrative:
.